Event description:
The patient reported that the buttons of his infusion device are not working properly. He changed the battery but was unable to resolve the issue. He switched to the backup infusion device. No further information is available. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.